Manufacturer narrative:
The device was received from the field with battery voltage at end of service level in line with projected longevity. Electrical analysis performed under nominal conditions indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Additionally, evaluation of the output parameters found all measurements within normal range. Review of the device image indicates auto-capture was enabled and the device was in high output mode at times consistent with the false replacement alert triggered in the field. Battery assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that a patient presented for a generator changeout due to premature battery depletion on the pacemaker (pm). The physician elected to explant and replace the pacemaker. The patient condition was stable after the procedure.